Manufacturer narrative:
The reported event of device in backup mode was confirmed. Final analysis found that as received, the device was without telemetry and the battery reached end of service (eos). The device image could not be saved due to lack of telemetry. After replacing the battery, the device code was re-loaded successfully, and the device programmed and tested under nominal conditions and results indicated normal functionality. Results from battery fluctuation test indicated the battery voltage dropped below elective replacement indicator (eri) level which is consistent with the backup event observed in the field. Longevity assessment was performed, based on nominal settings, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented in the clinic. During the interrogation, it was noted that the pacemaker was in back-up mode. The pacemaker was explanted and replaced. The patient was stable throughout.